Event description:
A consumer reported about a lens floats around in the lens chamber which was implanted 16 years ago. When he angle the lens, can see that the 2 haptics of the lenses, which were supposed to hold them in position, were completely flat against the lens. Additional information requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided by the reporter (patient) that the lens was implanted 16 years ago. Patient states ¿the lens in my left eye and floats around in the lens chamber.¿ due diligence has been performed in an attempt to obtain further information on this event. The patient has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4).